Manufacturer narrative:
Investigation results: the shaver handpiece was received for eval on 1/26/07. An investigation of the handpiece found motor failure. In addition, it was noted that this handpiece was last repaired in august 2005. The instruction manual recommends a 12 months service interval for this handpiece. Conmed linvatec will continue to monitor this product for failures. The customer will be provided this info.